Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It wait was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was with his vendor checking a piece of equipment when he began to feel symptoms of hypoglycemia. He reported feeling cold, slightly nauseated, and as though he might vomit. At that time, his cgm displayed a glucose reading of 112 mg/dl. He did not have a manual glucometer available to confirm the reading. The patient ate food to raise his blood glucose. While walking toward the elevator, he felt weak and was unable to stand. He fell and landed on his buttocks. His foreman witnessed the incident, assisted him, and provided a chair. He called 911. While waiting for ems, the patient was given snacks and consumed approximately half of an oatmeal square. Upon ems arrival, a fingerstick blood glucose reading was 75 mg/dl, while the cgm displayed 102 mg/dl. Approximately 5 minutes later, his blood glucose was rechecked and measured 64 mg/dl, with the cgm showing 100 mg/dl. The patient was transported to the hospital. During transport, he was given ¿one bottle¿ of glucagon (glucagon injection). At the ER, the bg was 73 mg/dl, and the cgm displayed 88 mg/dl. No medications or additional treatment were provided. He remained at the emergency department for approximately three and a half hours. Upon discharge, the patient felt better though not completely recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient started to feel the symptoms. The reported glucose values fall within the b zone of the parkes error grid was taken when the ems arrived. The reported glucose values fall within the a zone of the parkes error grid was taken in the emergency room. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.